Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer stated when they put battery in pump and keeps beeping and has book with question mark and pump with red x. Troubleshoot was performed. Customer reports they received a critical pump error image on the pump screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with critical pump error and unable to download, problem isolated to electronic assemblies. The device was received with light moisture damage to motor home switch. The device was received with minor scratches on case and minor scratches on lcd window.